Event description:
It was reported that patient had a right heart catheterization (rhc) and stent of the outflow graft on 21jan2026, so present alarms and their causes were known; however, the power was slowly starting to trend upwards. The patient was presenting to clinic with hematuria. Log file review showed that prior to 21jan2026 power ranged from 3.5 to 5.4 w and averaging 4.9w. (This excluded power during the procedure) post (B)(6) 2026 power ranged from 5.0 to 5.5 w and averaging 5.2 w. It was showing a 0.3 w averaged power increase post procedure. There were no unusual events recorded in the log file event history. The additional data recorded after 28jan 2026 at 14:37 contained no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files captured events associated with the reported stenting procedure, as well as a transient power elevation following a set speed change. The log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump power. Section 1 also lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The hmii lvas IFU also contains information regarding pump speed, power, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.